Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, the pulse generator exhibited backup vvi operation. During interrogation, the device reverted back to normal parameters and normal function ensued. The patient was doing well before and after interrogation.